Event description:
It was reported that the patient's device was showing high impedance and was admitted to the hospital due to seizures. X-rays were taken and no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
X-rays were received and reviewed. The placement of the generator is normal in the left chest however below rib 4 and the feedthru wires appeared to be intact. Both lead pins were inserted. The lead was visible in the chest and neck. Strain relief loop and bend were both present. There was a strain relief bend secured by one tie-down. The continuity of the lead at the lead pins was not able to be assessed due to the quality of the image. There were no discontinuities identified however there appears to be a sharp angle in the lead near the connector pins. Based on the x-ray image provided, the cause of the high impedance could be the sharp angle noted in the lead however cannot be confirmed to be the cause of the high impedance. Note that the presence of further lead damage in the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out.

Manufacturer narrative:
B5. Describe event or problem; corrected data: commentary regarding x-rays received was inadvertently not included in initial MDR.